Event description:
Procedure type: hernia. According to the reporter: would not fire the tacks during the case. No pt injury reported.

Manufacturer narrative:
(B) (4). This report lot # is subject to the recall initiated feb 8, 2010, therefore, this report requires a 5 day MDR based on this new info.